Event description:
It was reported that the patient had refill last week and after the pump refill the patient became very drowsy. The hcp reported they admitted the patient to the hospital and gave her narcan. The hcp had filled the pump with 19ccs and was able to extract 16ccs. The patient is "doing fine now".